Event description:
It was reported that before using 30 bd vacutainer® sst¿ blood collection tubes blood collection, the tubes were found with bubbles. Also, one used tube was seen with fibrin in the customer photos. There was no health impact or consequenc 1024879-2025-00838e reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received three photos for investigation. The photos display tubes with gel air bubbles and fibrin. A total of 30 retained samples were visually inspected, and all samples passed the inspection without any issues related to additive abnormality or gel defects. A review of the device history record indicated a related quality notification was raised however, the lot passed all in-process and final quality checks for lot release. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode gel airbubbles and fibrin. The root cause has been identified as air in the gel dispensing lines from the manufacturing process. Bd was unable to determine a definitive root cause for fibrin. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that before using 30 bd vacutainer® sst¿ blood collection tubes blood collection, the tubes were found with bubbles. Also, one used tube was seen with fibrin in the customer photos. There was no health impact or consequence reported.